Manufacturer narrative:
The device was not returned to mmdg for evaluation. The pump serial number was not provided, so mmdg could not conduct a DHR review. The initial reporter did state that the patient experienced a delay in therapy and missed a feeding. This report is being filed for the delay in therapy the patient experienced.

Event description:
The initial reporter states that the pump alarmed no flow out during the patients night time feeding. They stated that they did not notice the alarm until the morning, resulting in a delay of therapy. The initial reporter stated that the patient was doing well after the delay. They were able to clear the alarm after they discovered it. Complaint (B)(4).